Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable high ise indirect na, k, ci for gen.2: potassium results for an unknown number of patient samples that were higher than the previous results for the patients. Data for one patient was provided as an example: (B)(6) 2017 : 5.23 mmol/l; (B)(6) 2017 : 5.6 mmol/l; (B)(6) 2017 : 5.4 mmol/l ; (B)(6) 2016 : 4.6 mmol/l ; (B)(6) 2016 : 5.6 mmol/l ; (B)(6) 2016 : 4.4 mmol/l; (B)(6) 2016 : 4.3 mmol/l; (B)(6) 2016 : 4.4 mmol/l ; (B)(6) 2016 : 4.6 mmol/l. When the same patient was tested in another laboratory, the result obtained was lower, around 4.4 mmol/l, and corresponds to the previous results for the patient. The high results were reported to the patient. There was no adverse event reported. The electrode lot number and expiration date were requested but were not provided. A specific root cause could not be identified, and a preanalytic issue was suspected. The calibration and qc data provided did not show any problems with the performance of the potassium assay.